Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of difficulty tightening the setscrew was confirmed in the laboratory. The upper part of the atrial hex inset was stripped and excessive medial adhesive inside the atrial hex was found. A torque wrench could not be fully inserted into the atrial hex inset and the atrial set screw could not be tightened or retracted. The atrial set screw could be fully tightened and retracted after the medical adhesives were removed.

Event description:
It was reported that the pulse generator atrial set screw could not be tightened during implant. The device was not used.